Event description:
Additional information was received which noted that the rv impedance measurements were greater than 3000 ohms. Additionally, there were increased pacing threshold measurements, noise, oversensing and pacing inhibition. During the previously reported surgical revision, when the lead was disconnected from the device and checked via the pacing system analyzer (psa), the sensing and impedance measurements were normal and stable. The rv lead was then reconnected to the device and impedance and sensing measurements were again stable and within normal limits. However, the physician wanted a new device at that point. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2000 ohms, and loss of capture with less than two seconds of asystole. A surgical revision was performed and a loose connection was noted with the lead and the patient's device header. Device setscrew issues were also observed. The device was explanted and replaced, and this lead remains in service with the new device. No additional adverse patient effects were reported.